Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for evaluation therefore, the complaint could not be confirmed.

Event description:
The complaint is reported as: complaint alleges that the et tube adapter popped off and the et tube migrated down the pt's nare. The therapist used magill forceps to pull the tube out and reconnect the adapter. The condition of the pt is listed as fine.